Manufacturer narrative:
The getinge field service engineer (fse) resolved the issue by replacing the upper panel assembly along with related labels and required screw kit. Additionally, as part of the pm service, the fse replaced the expired primary 9v battery alkaline (0146-00-0146). The fse then performed a full pm with calibration, functional, and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the spring-laded cover on the fiber-optic connector was found broken. There was no patient involvement.